Event description:
It was reported that the patient presented to the hospital after experiencing idioventricular rhythm. Fluoroscopic revealed that both right and left ventricular leads were dislodged. Hence, the physician elected to explant both leads and they will not be returned for evaluation.

Manufacturer narrative:
Na